Event description:
The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, b6, d6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for right side. The device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on april 23,2025 with lot number 2816526. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for right side. The device was explanted and replaced.